Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had been re-implanted on the opposite ear (presumably with another manufacturer's device). Per device explantation report, the skin over the device was not intact prior to explantation, the magnet was exposed. Also, prior to removal, device housing could be rotated/moved.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during device investigation are most likely related to the explantation surgery. This finding was expected, because according to the recipient report the device was explanted due to re-occurring device exposure and extrusion. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. Thus, no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The device has been explanted on (B)(6) 2024. The user had been implanted on the opposite ear. Per device explantation report, the skin over the device was not intact prior to explantation, the magnet was exposed. Also, prior to removal, device housing could be rotated/moved.